Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by patient implant registry department, approximately 4 years and 2 months post implantation of a 29mm sapien 3 valve in the pulmonary position via the transfemoral approach with the 29mm commander delivery system and 16f esheath set, the patient underwent a valve in valve. The reason for the valve in valve is unknown at this time.